Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. UDI #: ((B)(4).

Event description:
The customer reported that the unit cannot turn on. There was no adverse patient impact reported.